Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0267542. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. For further investigations it's recommended that the involved sample be provided for evaluation. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the needle pierced through the bd nexiva¿ diffusics¿ closed IV catheter system while introducing it. The following information was provided by the initial reporter: "needle coming out of catheter. Had to restart cathater. Could be an insertion technique need to investigate."